Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc cruciate tray, catalog #: 141231, lot #: j3730031. Palacos cement, catalog #: 00111214001, lot #: 83264474. Vanguard ps tibial bearing, catalog #: 183620, lot #: 103990. Vanguard femoral pegs, catalog #: 183099, lot #: 217990. Customer has indicated that product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is complete, a follow-up report will be filed. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-11089. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right knee arthroplasty. Subsequently, patient is experiencing loosening.

Event description:
It was reported that the patient underwent a right knee revision arthroplasty approximately 2.5 years post implantation due to pain, limited range of motion, and instability. The tibial component was noted to be loose.

Manufacturer narrative:
Additional information has been provided that notes only the tibial component as loose. The femoral component is no longer considered related to the event which is being reported on 0001825034-2018-11089.

Event description:
It was further reported patient underwent a revision.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Unique identifier (UDI): (B)(4). Medical product: arcom standard patella, catalog #: 184762, lot #: 047990. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.